Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing insulin at the luer lock. It was also reported that the customer's fill estimate was inaccurate. The customer indicated that would change the cartridge and infusion set since it had been two days. The customer's blood glucose was 435 mg/dl. The customer delivered a correction bolus.